Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("remaining essure remnants out of the left uterine cornua.") And device breakage ("fragment of the essure device, 2.5 cm in length and 1 mm in diameter / fragments of tightly coiled wire consistent with fragments of the essure device.") In a 43 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("currently pregnant." On (B)(6) 2013). The patient had a medical history of parity 2, multi gravida and obesity. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (aparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. Pregnancy related information: prospective report. Last menstrual period was on (B)(6)2013 and the estimated date of delivery was on (B)(6) 2013. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: insertion details : findings - after insertion : uterus sounded to 8.5 cm, retroverted. Coils protruding into uterine cavity on right side 2. Coils protruding into uterine cavity on left side 4. Detail: dolphin nose graspers were now used to pull the remaining essure remnants out of the left uterine cornua. Removal details: detail: initially, the sheath was removed and then the coil. This was inspected and found to be removed intact. The same procedure was then performed on the contralateral side to remove the right fallopian tube and the essure coil in its entirety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.2 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram: physician performed procedure for evaluation of tubal occlusion. Findings: bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted. Conclusion: satisfactory post essure study. [Pathology test] on (B)(6) 2018: diagnosis: a. Fallopian tube, right, salpingectomy: benign fallopian tube with intraluminal fibrosis and reactive changes, consistent with coil placement. B. Fallopian tube, left, salpingectomy: benign fallopian tube with intraluminal fibrosis and reactive changes, consistent with coil placement. Specimen: a. Right fallopian tube with essure coil remnant. B. Left fallopian tube with essure coil remnant. Clinical information : essure symptoms. Gross description : a. Protruding from the proximal end of the fallopian tube is a tightly coiled portion of wire consistent with the essure device. Also in the specimen container is a metallic foreign body also consistent with a fragment of the essure device, 2.5 cm in length and 1 mm in diameter. B. Free in the specimen container are fragments of tightly coiled wire consistent with fragments of the essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 06-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("remaining essure remnants out of the left uterine cornua.") And device breakage ("fragment of the essure device, 2.5 cm in length and 1 mm in diameter / fragments of tightly coiled wire consistent with fragments of the essure device.") In a 43 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("currently pregnant." On (B)(6) 2013) and device ineffective ("device uneffective"). The patient had a medical history of parity 2, multi gravida and obesity. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion medically important) and device breakage (seriousness criterion medically important). Essure was removed on (B)(6) 2018. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2013 and the estimated date of delivery was on (B)(6) 2013. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: insertion details : findings - after insertion : uterus sounded to 8.5 cm, retroverted. Coils protruding into uterine cavity on right side 2. Coils protruding into uterine cavity on left side 4. Detail: dolphin nose graspers were now used to pull the remaining essure remnants out of the left uterine cornua. Removal details: detail: initially, the sheath was removed and then the coil. This was inspected and found to be removed intact. The same procedure was then performed on the contralateral side to remove the right fallopian tube and the essure coil in its entirety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.2 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: hysterosalpingogram: physician performed procedure for evaluation of tubal occlusion. Findings: bilateral devices observed in fallopian tube demonstrating appropriate placement and satisfactory tubal occlusion noted. Conclusion: satisfactory post essure study. [Pathology test] on (B)(6) 2018: diagnosis: a. Fallopian tube, right, salpingectomy: benign fallopian tube with intraluminal fibrosis and reactive changes, consistent with coil placement. B. Fallopian tube, left, salpingectomy: benign fallopian tube with intraluminal fibrosis and reactive changes, consistent with coil placement. Specimen: a. Right fallopian tube with essure coil remnant. B. Left fallopian tube with essure coil remnant. Clinical information : essure symptoms. Gross description : a. Protruding from the proximal end of the fallopian tube is a tightly coiled portion of wire consistent with the essure device. Also in the specimen container is a metallic foreign body also consistent with a fragment of the essure device, 2.5 cm in length and 1 mm in diameter. B. Free in the specimen container are fragments of tightly coiled wire consistent with fragments of the essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.